Event description:
The portable traction device was placed on the neck as instructed. The device has a pump, as the device filled with air, it caused a sensation of choking & pressure to the jugular veins which caused a passing out symptom. The company has not registered the product with the FDA. This item is not safe for use. They submitted class list as 888.5850. This is not traction equipment as described in 888.5850.